Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that while changing his son's set last night, the reservoir emptied out before the reservoir was reached by the plunger. No further details were provided. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.